Manufacturer narrative:
Upon reception, the subject device was investigated. Microport crm is not the manufacturer of the ventricular lead. The manufacturing process as well as device history reports show that the device has been manufactured and delivered to the field following all applicable procedures. Upon reception, the device paced and sensed normally. Leads were inserted to check the electrical contacts, and the mechanical stress test was successful: normal electrical contacts between the inserted leads and the electronic. The ventricular setscrew was visually inspected: the hexagonal section is correct and there are 4 tightening lead marks. Two tightening marks are correct, meaning that the subject device could have been connected correctly 2 times, and 2 tightening marks are incorrect, indicating that the user must have partially engaged the screw before pushing the lead connector into the connection cavity or that he/she had not inserted the lead all the way in before tightening the screw. This most probably had happened during the implantation procedure. It is not possible to determine with certainty which of these 4 marks of lead tightening was the last one of the implantation procedure on (B)(6) 2020 but since the subject issue was reported on 16 april 2025, it can be assumed that the ventricular connection was good from 2020 to 2025 and therefore, that the last tightening mark of the implantation procedure on (B)(6) 2020 was correct. Electrical tests were good. The recorded episodes show non-physiological signals that are most probably the sign of lead insulation failure. In addition, the ventricular impedance trend shows low ventricular impedance values. The insulation of the ventricular lead is highly suspected to be the cause of the ventricular loss of capture during the MRI exam. The investigation of the subject device showed normal device functioning. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, there is a malfunction of the rv lead when the pacemaker has been set to MRI mode in a dependent patient. The rv lead is an old biotronik lead (more than 15 years).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The reported issue is most probably due to the connected rv lead that is 15 years old.

Event description:
Reportedly, there is a malfunction of the rv lead when the pacemaker has been set to MRI mode in a dependent patient. The rv lead is an old biotronik lead (more than 15 years).